Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump lost its setting and data. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. Event log history (ehl)was performed and indicated that medium alarm displayed: pump settings and patient data lost and medium alarm acknowledged: pump settings and patient data lost was recorded in history. During analysis, it was noted that the main board was unable to hold on current ehl. (If rtc battery drained, recharge). Depleted device had a late event log date. Due to the main board internal clock battery low voltage. Service recommended recharging up the internal clock battery for 200 hours and clearing error code. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.